Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to the helix not deploying. The physician was able to deploy the helix with the first placement but retracted the helix after bad sensing and moved the lead to a different location. Afterwards the helix of the lead was unable to be deployed. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.